Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with an implantable cardioverter defibrillator (ICD) system due to asystole of thirty seconds with loss of consciousness and ventricular fibrillation (vf). The procedure was completed successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with an implantable cardioverter defibrillator (ICD) system due to asystole of thirty seconds with loss of consciousness and ventricular fibrillation (vf). The procedure was completed successfully. No additional adverse patient effects were reported.